Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the r&d & manufacturer site and evaluated. It was reported that ¿the shaver isn¿t spinning the shaver blade.¿ per service reports, this complaint can be confirmed. During the analysis of the device, it was deemed that the motor presented a failure; however, as the motor cannot be disassembled to perform a repair, the devices must be discarded. The front seal of the motor is allowing saline to enter the motor during use. This causes the handpiece to stop functioning. This fault affects the reliability of the handpiece but does not adversely impact patient safety. Currently the escalation pie (B)(4) and the CAPA-(B)(4) was created to address the issue. With the information provided, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances related to the reported complaint condition were identified. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder arthroscopy surgery on (B)(6) 2021, it was observed that the shaver handpiece 2.0 with buttons device was not spinning the shaver blade. During in-house engineering evaluation, it was determined that the front seal of the motor was allowing saline to enter the motor during use. Which then would cause the device to stop functioning. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.

Event description:
It was reported by the sales rep that during a shoulder arthroscopy surgery on (B)(6) 2021, it was observed that the shaver handpiece 2.0 with buttons device was not spinning the shaver blade. During in-house engineering evaluation, it was determined that the front seal of the motor was allowing saline to enter the motor during use. Which then would cause the device to stop functioning. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the r&d & manufacturer site and evaluated. It was reported that ¿the shaver isn¿t spinning the shaver blade.¿ per service reports, this complaint can be confirmed. During the analysis of the device, it was deemed that the motor presented a failure; however, as the motor cannot be disassembled to perform a repair, the devices must be discarded. The front seal of the motor is allowing saline to enter the motor during use. This causes the handpiece to stop functioning. This fault affects the reliability of the handpiece but does not adversely impact patient safety. Currently the escalation pie 2029661 and the CAPA-(B)(4) was created to address the issue. With the information provided, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances related to the reported complaint condition were identified. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.